Event description:
Patient developed acute neurological deficits at home, left sided weakness. The patient presented to the hospital for a presumed stroke (cva). The patient has a vad that was placed in (B)(6) 2016 and is on long-term anticoagulation. The patient has a known thrombus in the left ventricle. The patient had serial head CT scans. The head CT scans did not reveal evidence of bleeding or a large vessel occlusion. The care team suspects the patient had a small embolic stroke of the left internal capsule. The patient remained on therapeutic anticoagulation. The left sided neurological deficits have improved since admission. The current plan is to discharge the patient to home with physical and occupational therapy (pt/ot) services.